Event description:
Customer received a blood glucose result of 18mg/dl at 8pm and drank a soda and hot chocolate. They retested at 8:30pm and received a result of 21mg/dl. The customer went to the hosp based on the results. At the hosp their blood glucose result was 202mg/dl at 10:30pm. The customer was given glucose. A request was made for the return of the suspect device and replacement product was sent.